Manufacturer narrative:
UDI number: (B)(4). A unit was returned for failure analysis; the lot number was different than the one reported in the complaint. DHR review for both, the received unit lot and reported one, did not show any anomaly during the manufacturing and packaging processes of the devices that could be related to the reported condition. The device received was found to be broken at the entrance of the filter cap; therefore, the complaint is considered confirmed. The root cause for the reported condition is undetermined. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted donna engleman, director of regulatory programs, office of product evaluation and quality and michelle rios, assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported in behalf of the customer that on (B)(6) 2019, the ins8401 accudrain with anti-reflux valve was broken. The customer was in process of priming the accudrain and found that it was broken prior to connecting it to the patient's ventricular catheter. The drain was broken at the plastic patient line port that was connected to the burette. The nurses ended up just grabbing another unit and utilizing that. The defective unit was never connected to the patient. The patient was prepped for an end replacement procedure. There was a 2-minute delay in surgery, however there was no patient injury reported. Additional information has been requested.